Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece measuring 10.8 cm. Final analysis found full breach insulation degradation exposing the outer coil adjacent to the distal end of the connector boot at 4.5 cm from the connector pin. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.